Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the device in wrong position was most likely use issue related due to patient movement as the impella in aorta alarms occurred the first time the patient sat upright and dangle the patient at bedside post-ECMO decannulation.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced impella in aorta alarms. Proper placement of the pump was confirmed via echocardiogram. The alarms began when the patient sat upright. The pump was explanted and no patient harm was reported.